Manufacturer narrative:
(B)(4) concomitant medical products: 115340, comp rvs hmrl ti tray 44 mm, 365850. The 113631, comp primary stem 11 mm mini, 691580. The 115310, comp rvrs shldr glnsp std 36 mm, 847600. The 010000589, comp rvrs 25 mm bsplt ha+adptr, 114700. The 115380, comp rvs cntrl scr 6.5 x 20 mm st, 272120. The 180501, comp locking screw 4.75 x 20 mm, 547260. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01465, 0001825034-2018-01464, 0001825034-2018-01467, 0001825034-2018-01468.

Event description:
It was reported that the patient underwent a left shoulder surgery. Subsequently, it was reported during the one year follow up that the patient had level 6 pain (pain score 0=no pain-10=worst pain) with difficulty performing daily activities. The patient also continued use of non-narcotic pain medication one year post-implantation. Attempts have been made and additional information on the reported event is unavailable.